Event description:
It was reported that the pump time was incorrect, cause was unknown. Additionally, it was reported that intermittent cartridge alarms occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose value.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm issue was verified. Additionally the alleged settings issue could not be verified. A different issue was also identified. D9, h3, h10 d9, h3, h10.